Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: (B)(6) 2014: the patient was diagnosed with rectal prolapse and underwent an exploratory laparotomy, lysis of adhesions, ripstein procedure with implant of a bard/davol flat mesh, and a rectopexy. (B)(6) 2016: the patient was diagnosed with rectal incontinence, adhesions and underwent a laparoscopic lysis of adhesions and a hartmann's procedure with colostomy creation.